Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There is one other complaint reported in the lot number. Attempts have been made to obtain add'l info. A completed questionaire has not been received. (B)(4).

Event description:
A nurse reported an intraocular lens (iol) was exchanged due to an unexpected postoperative outcome. The nurse reported "the aim was not achieved." Add'l info has been requested.